Event description:
During baxter's initial evaluation of this spectrum pump, it was discovered that it failed the 100ml/hr upstream occlusion test.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The evaluation initially found a failure of the upstream occlusion test at a rate of 100ml/hr. The unit did pass add'l upstream occlusion tests per baxter's current service procedure. The upstream sensor will be re-calibrated to ensure proper functionality.